Manufacturer narrative:
Upon receipt, the cardiomessenger smart was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis the observation could be confirmed. The micro usb socket for charging the cardiomessenger showed signs of heating. The heating damage could be traced back to a contamination of the usb socket. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Charger cord melted into monitor. No adverse patient events were reported. Should additional information be received, this file will be update.